Manufacturer narrative:
(B)(4). The insulin pump received with partially broken reservoir tube lip, case cracked behind the pump near the battery compartment, missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. The pump was unable to perform the displacement test due to missing retainer.

Event description:
It was reported via phone call that customer¿s insulin pump had damaged. Customer¿s blood glucose was 83mg/dl at time of incident. Customer states that crack was seen on reservoir compartment thread and backside of battery compartment. Insulin pump will be return for analysis.